Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power and continued the case. There was no reported patient injury.